Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-26525. It was reported that the patient presented for a left ventricular lead revision procedure. During the procedure, it was observed that the right atrial (ra) and right ventricular (rv) leads were dislodged. The ra and rv leads were explanted and replaced. The patient was stable throughout the procedure.